Event description:
Surgeon had novasure in place, measurements done. The machine started to alarm after calibrations done; gas capsule changed. During 2nd attempt, machine alarmed. Second novasure instrument obtained, yielded successful ablation.